Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead was oversensing noise. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.